Manufacturer narrative:
The customer's vial with test strips was received for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The investigation determined that the primary packaging seal was acceptable for the returned vial. The returned product was appropriately sealed. The returned test strips were tested using glycolyzed blood. Glucose results: 118, 103, 105,104, 101, 106, 104, 103, 103, 108, 104, and 101 (in mg/dl). All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Event description:
The initial reporter complained of a questionable glucose result for one patient tested with accu-chek inform ii meter serial number (B)(6) compared to an abl90 flex plus gasometer. The abl90 flex plus gasometer result using a heparinized whole blood sample was 2.6 mmol/l. The accu-chek inform ii meter result using a capillary whole blood sample was 3.7 mmol/l.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.